Manufacturer narrative:
Correction a2: the age of the patient at the time of the event was 4 years. This information was included on the medwatch report received by baxter at the time of the initial report.

Manufacturer narrative:
The reported event occurred in (B)(6) 2020 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after last leaving the patient's room the nurse noticed that the spectrum pump was off. It was reported that there was a patient involved but unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.